Event description:
It was reported that there was particulate.

Manufacturer narrative:
Photographs were received for analysis. The photographs showed two possible cardboard particles, 1 blue rubber (utilized to bundle the inserts), and a swabstick with a stain / burnt section. The failure mode of foreign matter was verified by the photographs received from the customer. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the cardboard may be attributed to the process which utilizes cardboard boxes for the storage of material. The swabstick with the stain/burnt section possibly caused at the supplier site. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was particulate.